Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable pacemaker of this system entered in safety mode. It was decided to explant and replace the device, during the explant procedure it was also found that the system exhibited high out of range pacing impedance measurements. Therefore, it was decided to also explant and replace this lead. It was clarified that the model/serial number of the lead was not able to be obtained. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.